Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the reported needle mechanism failure or determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient was hospitalized for 3 days due to high blood glucose (bg) levels of 28 mmol/l (504 mg/dl) while wearing the pod between 5 and 24 hours. Upon pod removal, it was noticed that the pinks slide did not move forward, indicating a failure of the needle mechanism, cannula had not properly inserted into the infusion site and was bent. At the hospital, the patient was placed on an intravenous (IV) treatment (medication unknown).

Manufacturer narrative:
The device was received undeployed. Data download returned an 0xcb alarm. The device was deactivated after first prime, which is why the device did not deploy, thus leading to the observed symptom of improperly inserted cannula. This situation is not considered a needle mechanism failure. No further issues with cannula were identified. No timeouts or drive stalls were observed. An 0xcb alarm indicates lvd (low voltage detection) interrupt was detected. Battery voltages were found to be sufficient, however, smc was found to be out of specification at 105¿a. Rerun attempts were unsuccessful. Pcb assembly was inspected under magnification for defects, debris or any other type of abnormalities that could contribute to an 0xcb alarm; none were noted. The exact cause of the alarm could not be determined. No other damages or deficiencies were observed during the investigation.